Event description:
It was reported the customer had several no delivery alarms. The customer's blood glucose was 600 mg/dl. Customer's mother stated they had changed out the infusion set and reservoir when a no delivery alarm occurred after a bolus. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump did not alarm no delivery. Customer's blood glucose declined to 430 mg/dl at the end of the call. Customer was advised their reservoir/infusion set may be occluded. The mother declined to troubleshoot for the customer's high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.